Event description:
It was reported that the leads were returned to the manufacturer after being removed and replaced for a medical judgement upgrade. The leads subsequently tested out of specification during the manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4) the distal segment of the lead was returned and analyzed. The conductor was fractured proximally at the first rib/clavicle. The distal and proximal conductors were pulled/stretched/overstressed; the distal and proximal conductor had blood (not obstructed); the distal electrode was covered in blood. The outer insulation was melted and torn. The outer insulation rib/clavicle was breached, along with insulation depression, and environmental stress cracking. The inner insulation had metal ion oxidation; breach and cosmetic. Concomitant products: 4068 implantable pacing lead (B)(6) 2000. (B)(4).